Event description:
It was reported that during a unknown procedure, when instrument handles squeezed, the clips would shoot out without being clamped into shape by the jaws. There was no pt consequence.